Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported a left side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: creases are observed on the device. Wear abrasion is observed. Red particles were observed on the shell. Nick is observed assessed as non-penetrating nick. Stress marks are observed assessed as non-penetrating nick.

Event description:
Pharmacist reported a left side rupture. Device has been explanted and replaced.